Event description:
During a phacoemulsification procedure, the collection cassette popped out of the machine when changing modes. The handpiece was in the eye at the time this occurred, and the chamber collapsed and ruptured, resulting in the need for the physician to perform an unplanned vitrectomy. There was no report of add'l patient injury.